Event description:
Boston scientific received information that this right ventricular (rv) lead defibrillation lead was found to be dislodged on the date of implant. The lead was successfully repositioned the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.